Event description:
It was reported that during a myocardial ablation procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated and an intellamap orion high resolution mapping catheter were selected for use. Approximately 1 hour and 30 minutes after the procedure was started, blood pressure decreased, and when echocardiography was applied from the chest, a pericardial effusion was observed. The intellamap orion high resolution mapping catheter and intellanav stablepoint catheter were located in the right superior pulmonary vein when the effusion was discovered. The procedure was completed quickly, and the device was withdrawn from the left atrium for drainage. No intervention took place during the procedure, it was determined that puncture was not possible due to low pericardial effusion; therefore, the situation was monitored. Since blood pressure was stable, the procedure was completed. Both catheters are expected to be returned for further analysis.

Manufacturer narrative:
Intellamap orion high resolution mapping catheter was evaluated by boston scientific. The device did not present any visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Deployment slider functioned properly, and the basket shape was formed. No abnormal resistance was felt when executing the steering mechanism and deployment system. Both right and left curves reach the curve specification of the template, the device passed the dimensional test. The continuity test was performed, and no problems were detected. Laboratory analysis was unable to confirm the reported clinical observations as the device was found within specifications. However, based on the information provided, the reported event of pericardial effusion is a known inherent risk of the intellamap orion high resolution mapping catheter. The instructions for use state: the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to: pericardial effusion. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a myocardial ablation procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated and an intellamap orion high resolution mapping catheter were selected for use. Approximately 1 hour and 30 minutes after the procedure was started, blood pressure decreased, and when echocardiography was applied from the chest, a pericardial effusion was observed. The intellamap orion high resolution mapping catheter and intellanav stablepoint catheter were located in the right superior pulmonary vein when the effusion was discovered. The procedure was completed quickly, and the device was withdrawn from the left atrium for drainage. No intervention took place during the procedure, it was determined that puncture was not possible due to low pericardial effusion; therefore, the situation was monitored. Since blood pressure was stable, the procedure was completed. Both catheters are expected to be returned for further analysis.